Event description:
It was reported to boston scientific corporation in 2008, that a spybite biopsy forceps was used during a bronchoscopy procedure, performed three days prior. According to the complainant, during preparation, one of the forceps wires appeared disconnected. Procedure completed with a "pediatric reusable forcep" (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the complaint has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.